Event description:
The customer was calling from the hospital to report a motor error alarm. The customer stated that the hospitalization was for surgery, not due to diabetes. The customer also stated that the insulin pump was doing things that it shouldn't be doing, like giving insulin when it's not supposed to and alarming motor errors. The customer was no longer comfortable with the insulin pump, and requested a replacement. No damage to the drive support cap was noted. The insulin pump was not exposed to high magnetic fields. The customer then stated that the insulin pump froze on the rewind screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarm.